Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal-n pd4 therapy. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient contacted baxter (B)(6) technical service center and stated he had been admitted to the hospital for peritonitis. Upon follow-up, the physician reported on an unknown date, the patient was hospitalized for peritonitis. The peritonitis was resolving. The physician believed the peritonitis were not related to dianeal-n therapy and believed the cause of the peritonitis was the break in aseptic technique. The physician did not provide an assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.